Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence inaccurate delivery/positioning difficulties include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. It was reported that the valve dislodged due to low positioning. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. In this case, it was reported that the pvl resulted due to suboptimal position as the valve was positioned ¿too low¿. The final implant depth for this valve was 13mm. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). In this case, a second valve was implanted and a balloon dilatation was performed resolving the pvl. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, that upon released from the delivery catheter system (dcs) the valve dislodge due to low positioning resulting in severe paravalvular leak (pvl). A second valve was implanted, and balloon dilatation was performed resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.